Event description:
This case was initially received via regulatory authority (B)(6) on 18-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("following the procedure I suffered pain in my abdomen ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("the most excruciating pain during the procedure, and this continued throughout the procedure"), presyncope ("vaso vagal attack during essure procedure") and complication of device insertion ("the most excruciating pain during the procedure, and this continued throughout the procedure and caused me to suffer a vaso vagal attack"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain in extremity ("following the procedure I suffered pain in my thighs"), post-traumatic stress disorder ("post-traumatic stress reactions following the procedure"), dyspareunia ("painful intercourse following the procedure") and orgasm abnormal ("painful orgasm following the procedure"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, procedural pain, presyncope, complication of device insertion, pain in extremity, post-traumatic stress disorder, dyspareunia and orgasm abnormal outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device insertion, dyspareunia, orgasm abnormal, pain in extremity, post-traumatic stress disorder, presyncope and procedural pain with essure. The reporter commented: during the attack, the procedural chair was tilted back to put her head below her heart while the procedure continued. She complained about this and the false assertion (unchecked) that only one device had been put in place. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 19-jan-2018 for the following meddra pt: abdominal pain. The analysis in the global safety database revealed 1.916 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra - medicines and healthcare products regulatory agency, reference number: (B)(4) on 18-jan-2018. The most recent information was received on 01-dec-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("following the procedure I suffered pain in my abdomen") and post procedural infection ("post opperative infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "try to insert two different devices into left fallopian tube but neither deployed" on (B)(6) 2015 and device monitoring procedure not performed "confirmation test not performed (physician advised thare was no need for a scan)". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("the most excruciating pain during the procedure, and this continued throughout the procedure / procedure acutely painful and akin to torture"), presyncope ("vaso vagal attack during essure procedure"), syncope ("episode of fainting during insertion") and complication of device insertion ("the most excruciating pain during the procedure, and this continued throughout the procedure and caused me to suffer a vaso vagal attack"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and post-traumatic stress disorder ("post-traumatic stress reactions following the procedure"). On an unknown date, the patient experienced pain in extremity ("following the procedure I suffered pain in my thighs"), dyspareunia ("painful intercourse following the procedure"), orgasm abnormal ("painful orgasm following the procedure"), post procedural infection (seriousness criterion medically significant), menopausal symptoms ("symptoms of menopause") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, procedural pain, presyncope, syncope, complication of device insertion, pain in extremity, post-traumatic stress disorder, dyspareunia, orgasm abnormal, post procedural infection, menopausal symptoms and mood swings outcome was unknown. The reporter provided no causality assessment for orgasm abnormal, pain in extremity and presyncope with essure. The reporter considered abdominal pain, complication of device insertion, dyspareunia, menopausal symptoms, mood swings, post procedural infection, post-traumatic stress disorder, procedural pain and syncope to be related to essure. The reporter commented: during the attack, the procedural chair was tilted back to put her head below her heart while the procedure continued. She complained about this and the false assertion (unchecked) that only one device had been put in place. If consumer knew both essure devices were inserted and had confirmation test done, she would not have undergone salpingectomy surgery. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt: abdominal pain: 2.500 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 1-dec-2018: case summons received. Legal case (reported lawyer added). Events added: device deployment issue, episode of fainting during insertion, device monitoring procedure not performed, post procedural infection, menopause symptoms, mood swings. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.